Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was alleged to be experiencing occlusions but was not alarming. The tubes have been found twisted or a clamp was not removed, which the pump either does not deliver at all or drastically under delivers. There was no known patient injury or medical intervention associated with this event. No additional information is available.